Manufacturer narrative:
Testing of actual/suspected device (B)(4): during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the audible system failure alarm was not working. To fix the issue the fse replaced the back plane board, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the audible system failure alarm was not working. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the audible system failure alarm was not working. There was no patient involvement, and no adverse event reported. A getinge field service engineer evaluated the unit and found audible system failure to not be working. Replaced back plane board. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The back plane bd. Part was observed per the cardiosave service manual part number 0070-00-0639 revision n with no visual damage. Verified no sound from speaker. Back plane bd. Will be sent to the supplier for failure analysis per procedure number 0002-07-d008 revision aj. Cf-16-may-2023- the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number 0002-07-d008 rev.al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.